Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was alleged the pump read 276mg/dl, and the meter read 286mg/dl. It was alleged while on the insulin pump the patient experienced a blood glucose greater than 250mg/dl but less than 500mg/dl with no symptoms. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 1-may-2018 with the following findings: on investigation, the pump powered on normally and was exercised for 24 hours without any errors, alarms or warnings. The total daily doses added up to correctly reflect the user¿s basal rate program. The pump was found to be delivering accurately without defect. Investigation did not duplicate the complaint.